Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a rechargeable implantable neurostimulator (ins) (programmed in constant voltage) experienced that the ins seemed to drain faster than normal. During the impedance measurement, it turned out that contact points 1 and 2 indicated ¿low¿ for the bipolar measurement. For the unipolar measurement, these 2 contact points displayed identical impedance values; 717 ohms. Both contact points 1 and 2 were used for stimulation. It was reviewed that this was a strong indication that there may be a short circuit or the beginning of a short circuit in the system, which can have consequences for the charging interval of the battery (faster battery drain). It was not recommended using either electrode 1 or 2 for programming in this case.